Event description:
Patient underwent emergency thoracic aortic stent grafting. Post procedure, a right sided pleural effusion was evident and required chest tube placement. Local anesthetic was performed with a 25 gauge 1 1/2 inch needle prior to chest tube insertion. Reportedly, when the syringe was withdrawn, the steel shaft of the needle was missing and had reportedly broken off inside the patient. An incision was reported to have been made and the wound was thoroughly explored, but the needle was not identified. It was decided to abort further attempts to retrieve. The chest tube was then placed and the wound closed. No apparent patient harm.